Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the power cycled the station but the issue persists. The field service engineer power cycled the station the second time and issue has been resolved. Nurse was able to remove medications without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer 2.1 failed. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.